Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0351256, medical device expiration date: 2024-12-31, device manufacture date: 2021-01-22, medical device lot #: 1053927, medical device expiration date: 2025-02-28, device manufacture date: 2021-03-16. Investigation summary: bd received 19 samples from lot 0351256 and 16 samples from lot 1053927 submitted for evaluation. The reported issue was confirmed upon testing of the sample. During testing one unit was occluded from lot 0351256 and three units from lot 1053927 were occluded during testing. Further examination showed that excess silicone from our lubrication process was found within the catheter, resulting in the occlusion. A device history record review showed no non-conformance's associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Corrective actions have been initiated to investigate this type of incident and to identify the root cause. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1 bd saf-t-intima¿ IV catheter safety system from lot 0351256, and 3 catheters from lot 1053927 were occluded with excess silicone. The following information was provided by the initial reporter: "we have had issues with these needles the last few weeks where when you stick a patient there will be no flash back or blood return unless you pull the wire or open the side hub. This should not happen. So when we saw no blood return it was determined we were not in the vein and the IV was discontinued probably causing multiple sticks when not necessary." Via bd investigation: "during testing one unit was occluded from lot 0351256 and three units from lot 1053927 were occluded during testing. Further examination showed that excess silicone from our lubrication process was found within the catheter, resulting in the occlusion."